Event description:
It was reported that during case, when doing a demo of lens system at (B)(6) healthcare, the first telescope they use had a grainy picture and seemed to had water between the camera head and the scope. They change the scope during the second case and the quality of the picture was perfect. No patient injuries reported, no delays and back-up device was available. During the procedure there was loss of image, and a back-up was used to finish the procedure.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number 1643264 (s+n oklahoma). The correct manufacturing site registration number is 3003604053(s+n andover). Corrected data: g1 contact information.